Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the caiman instrument. The following information was reported: the opening and closing mechanism of the jaw is blocked. There was an surgical delay for 5 minutes. Type of surgery was a nephrectomy. There was no patient harm. It was noted that the device had been cleaned 3 times. Additional patient information is not available. The adverse event/malfunction is filed under (B)(4).

Manufacturer narrative:
Investigation: failure description: the instrument arrived in a proper condition in the original cardboard box. It is clear to see, that the pin in the jaw is missing. Except the missing pin in the jaw mechanism, there are no damages or abnormalities visible. The missing pin was not enclosed. Investigation: we made a visual inspection of the complained instrument. Here we found, that the pin in the jaw mechanic is missing. The missing pin was not enclosed. Batch history review: in the course of a fsca (field safety corrective action) and the (product safety case), we initiated a complete recall of all pl730su. Therefore a batch history review is obsolete. Conclusion and root cause: the root cause for the problem is most probably manufacturing related. Corrective action: a product safety case was launched.